Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "not detecting air" was not confirmed or duplicated during device evaluation. The root cause was undetermined. There were no repairs made in regards to the reported condition. A service history review revealed that the device had not been previously serviced by baxter for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Should additional information become available a follow-up medwatch will be submitted.

Event description:
This is a colleague pump returned to baxter technical services where not detecting air ((B)(4)) / occlusion ((B)(4)) was reported during bio med testing. There was no patient involvement. There was no patient injury or medical intervention associated with this event.